Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is (B)(6) 2023. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment ("(B)(4)- fwd external new rfna screw backout"). Visual analysis of the photo revealed that unk screws: nail distal locking had migrated from its original position. The photo evidence show the original position and the latest position of the locking screw and it is evidently different, no other defect was found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the unk - screws: nail distal locking. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown; therefore a device history review could not be performed. If more information become available, the record will be re-assessed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the periprosthetic fracture below total hip replace (thr). The distal third shaft extra-articular, spiral. Ao 32a1c. The gap between top of nail and tip of thr was protected with a minimally-invasive locking compression plate (lcp) with periprosthetic screws. Backing out of distal screw noted in clinic today nearly 6 weeks from surgery despite end cap. Fracture is healing. Concomitant device reported: unk nails: rfna (part# unknown; lot# unknown; quantity: 1). Unk screws: nail proximal locking (part# unknown; lot# unknown; quantity: 2). Unk screws: nail distal locking (part# unknown; lot# unknown; quantity: 1). Unk end caps (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unk screws: nail distal locking. This is report 1 of 1 for complaint (B)(4).